Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the leg on (B)(6) 2018. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Off-label insertion site: the patient inserted the sensor in an unapproved site. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. The sensor is not tested or approved for other sites. No additional event or patient information is available.